Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. The duckbill was removed and the septum was found to be torn and missing a portion. The fragment was returned along with the device. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email on (B)(6) 2016 - the customer were not aware which device most likely caused the incident.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lower gs surgery (ascending colon resection) - "this is a complaint from the market. Administrative no.(B)(4). Report from the sales rep- approximately an hour to half an hour later from the beginning of the use of the event product, the customer noticed a portion of the septum fell into patient cavity, thereby removing it with a forceps. The operation was completed after confirming no portions in the cavity. Please refer to septum cer check list for the information about devices inserted/removed into/from the trocar. Initial investigation report by (B)(4) - the event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion as shown in fig.1. The returned portion (size appx 6.3mmx6.2mm as shown in fig.2) is similar to a hole of the septum in shape. The unit will be returned to (B)(4) for further evaluation. Admin#(B)(4)." Patient status - no patient injury. Type of intervention - na.